Event description:
It was reported by the patient that their blood glucose (bg) values dropped to 60 mg/dl. The patient was shaky and had slurred speech. No further details to report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention sought and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.